Manufacturer narrative:
This device was implanted at the level above a fusion. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with an m6-c and multiple level acdf was revised due to osteolytic changes. Device malfunction was alleged.

Manufacturer narrative:
B4: 10-jun-2021. D6a: 22-aug-2015. D8: no. D9: yes, 20-nov-2020. G3: 10-jun-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6 codes: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device; 3331 - analysis of production records. Investigation findings: 140 - wear problem. Investigation conclusions: 50 - adverse event related to patient condition. H10: the device was partially intact upon explantation. The radiographic images showed large osteolytic lesions surrounding the disc replacement area for both endplates with decreased disc height observed. The disc replacement further showed areas of radiolucency, a likely indicative of osteolysis. However, due to the poor image quality and limited information provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs, it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No microbiology or pathology reports were provided. The device showed evidence of in vivo damage. The patient had a three-level fusion below the device, which it is likely that adjacent pathology contributed to the failure of this procedure. The infection was not suspected, nor tested for, it is likely that the production of particulate wear debris from the fiber construct contributed to the observed osteolysis around the endplates. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.